Event description:
Initial tsh result of 0.119 uiu/ml. Same sample repeated recovered 6.67 uiu/ml. The initial result was not reported. The field service rep determined there was a problem with the measuring cell. The instrument was repaired. Peformance check tests were peformed and within spec. The user reports no further incidents.